Event description:
Caller reported that pump battery was depleting too fast. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down. The customer continued to use the pump for insulin therapy.